Event description:
It was reported that a patient (pt) had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy which caused peritonitis. On an unreported date, the patient had a break in aseptic technique further described as the patient made mistake and the attendant had done capd without proper training. On an unreported date, the patient experienced peritonitis and was not hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1gm, frequency and route not reported) and injection amikacin (1gm, frequency and route not reported) for the peritonitis. Concomitant therapy not reported. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.